Event description:
It was reported that the patient experienced discomfort and muscle stimulation. X-ray confirmed that the right ventricular (rv) lead dislodged due to not being well sutured down. This lead exhibited undersensing and loss of capture. The physician decided to explant and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced discomfort and muscle stimulation. X-ray confirmed that the right ventricular (rv) lead dislodged due to not being well sutured down. This lead exhibited undersensing and loss of capture. The physician decided to explant and replace this lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements for electrical performance and inner insulation were within normal limits. Outer insulation test failed due to cuts in the insulation which are likely explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.